Manufacturer narrative:
Since the original report was filed, the investigation into the access site bleeding from vascular damage has concluded. The complainant did return the impella product for evaluation. No defect to the pump was noted that could have caused the damage. The pump was run and was within normal limits of performance. The cause of bleeding was not determined. Further details were not shared to lead to a root cause.

Manufacturer narrative:
The medical center did not return the impella pump product or introducer sheath for analysis. We are awaiting the product return. Should more information be shared that leads to a definitive root cause of the retroperitoneal bleed, a follow-up report will be filed. The failure mode will be monitored and trended.

Event description:
A (B)(6) year old patient with multiple cardiac comorbidities was brought to the medical center for a high risk coronary angioplasty, as he was not a repeat surgical candidate. He had an impella cp placed for hemodynamic support during the angioplasty. At the conclusion of the angioplasty the impella was explanted and the access site closed by the manta device. Shortly after the device was placed the patient began to complain of discomfort and was found to have a retroperitoneal bleed, thought to have originated from the impella access site. The patient was surgically treated for the bleed.